Manufacturer narrative:
Device identifier: (B)(4). The complaint sample was not returned for evaluation. No device history record review was possible as no lot or serial number was provided. Failure analysis and determination of root cause cannot be determined due to lack of information. The reported complaint was not confirmed.

Manufacturer narrative:
The device was not yet returned to the manufacturer for evaluation. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A customer reported that the black rubber part and metal part at tip of the 001388lx9 ul pro fused head got too hot. The connector part of the black rubber sleeve came off and melted due to the heat. It was also noted that the lamp did not fully light up. This was observed during an unspecified procedure on (B)(6) 2020. The procedure was completed using the same device with no adverse consequences to the patient. No information of surgical delay was available. No further information was provided by the hospital.